Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh sitting into the urethra first noted by a physician? Date of mesh removal? Was any medical or surgical intervention provided for the cystitis? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure approximately in 2006 and the mesh was implanted under the urethra. The mesh sling was cut immediately after the procedure. The patient is now referred to another hospital because of frequent cystitis. It was also reported that the part of mesh was sitting in the urethra and was removed by the doctor at the hospital. Additional information has been requested.